Manufacturer narrative:
Evaluation results: evaluation revealed that the alarm powers on, but does not turn off when the switch is set to the off position. The unit only turns off by removing the batteries. The hold/suspend function does not activate when the button is pressed/held. The tone, volume, and record buttons do not work. (B)(4).

Event description:
Customer reported the alarm sounds continuously when weight is applied to the sensor or when the pull cord is attached. No visible damage to the outside of the unit. The date when the issue was discovered is unknown. Per costumer note: once turned on, only way to shut off is by removing batteries and the hold button is bad. No patient incident or injury was reported.